Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On the same day as onset, the pt began treatment with gentamicin daily (40mg, route not reported) and cefazolin daily (1gm, route not reported). Two weeks later, treatment with gentamicin and cefazolin was discontinued and the pt was recovered from the peritonitis. At the time of this report, pd therapy was ongoing. At the time of this report, the pt was not re-trained in aseptic technique. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14a08112 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).